Manufacturer narrative:
Received one (1) used (B)(6) plum 150 ml burette set for inspection. No damages or anomalies noted. The set was leak tested per product specifications. There was no leakage. The product was primed per packaging directions and a flow test was performed using an ICU plum pump. There were no difficulties in priming, no cassette errors, no occlusion alarms were generated, no air in line alarms were generated and no restrictions in flow were observed. The reported complaint of no flow and air in line was unable to be replicated or confirmed. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
The event involved a plum 150 ml burette set, clave injection site, 2 clave y-sites, sl, 114in. It was reported they were unable infuse properly, air in line. There was no obvious defect noted on the tubing set, no any hole, cut, tears or any other defects noted. The tubing was replaced and therapy resumed. The solution/ medicine used was normal saline, and the event was noted during infusion. The products were stored in the air-conditioned room in the hospital. There was no flow in the primary line. No any damage noted such as occlusions, or kinks, or bends. Here was patient involvement, but no patient harm.